Event description:
It was reported that during a gastric bypass procedure, at the beginning of the first firing sequence the stapler blocked and could not be re-opened. The surgeon had to pull the stapler to remove the stapler. Another device was used to complete the procedure. There were no adverse consequences for the patient. How did they manage to open the device, or had the device to be cut out? The surgeon could remove the stapler (after trying everything else), by pulling on the closed stapler. By chance the stapler had just started his cyclus so there was no or not much damage to the tissue. Additional followup: has additional tissue to be removed? If yes, please specify the additional tissue amount in cm. No additional tissue removed. Did the device cut and staple, only one of these actions or nothing in all? The instr just started the firng sequence, the knife was not far enough to damage the tissue. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes. Did the surgeon see any staples, malformed, unformed of no staples at all? No staples at all. On what tissue type was the device used? At what location on the tissue? Anastomose gastro jejunostomy. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Not described by surgeon. Were any of the forces higher or lower than expected (closing, firing, or opening)? This surgeon is really used to use the device and he directly felt that the force to fire was not normal. What is the age and sex of the patient? Not described by the surgeon. What is the current status of the patient? Not described by the surgeon.

Manufacturer narrative:
(B)(4). Release button. The ec60 device was returned with no visual non-conformances and without a reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components; the release button and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.